Manufacturer narrative:
Age at lcig initiation median 70 range (56-80). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Literature): article: m. Zibetti, et al. " levodopa/carbidopa intestinal gel infusion in advanced parkinson's disease: a 7-year experience." Doi:10.1111/ene.12309 . The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of adverse patient events through the article "levodopa/carbidopa intestinal gel infusion I advanced parkinson's disease a 7-year experience." Written by m. Zibetti, et al. According to the literature, the aim of the study was to determine the safety and efficacy of levodopa/caribidopa intestinal gel (lcig) infusion, as it is nowadays becoming an established therapeutic option for advanced parkinson's disease (pd) patients with fluctuating symptoms unresponsive to conventional oral treatment. As the implementation of lcig therapy is increasing, there is a need for safety and efficacy data from current clinical practice. The study took place between may 2005 and december 2012 and included 59 patient¿s total, 40 males and 19 females of these patients, 39 were implanted with a boston scientific endovive ttp jejunal feeding tube. The other patients were implanted with non-bsc ttp jejunal tubes. It is unknown if the adverse events were related to the use of the boston scientific endovive ttp jejunal feeding tube; however the causes of the adverse events were reported to be: 36 incidents of intestinal tube dislocation in (n=29), 28 incidents of intestinal tube occlusion or kinking in (n= 16), 1 incident of gastric ulcer caused by inner tube after 6 months from peg-j placement and resolved with medical therapy and temporary removal of inner tube in (n=1), and 1 incident of jejunal perforation occurred one year from the peg-j placement and required surgical jejunostomy in (n=1).